Event description:
According to the literature, a retrospective study aimed to describe the outcomes of a totally minimally invasive, laparoscopic, robot-assisted ivor lewis esophagectomy between 2014 and 2023. An orvil anvil was placed in the esophagus and a 25mm stapler was placed in the stomach to perform an end-to-end anastomosis. There were 200 patients in the study and complications included bleeding, anastomotic leak, and anastomotic stenosis (stricture formation). Conversion to open was required for intraoperative bleeding in one patient; the bleeding was due to tear of a para-aortic vessel that was controlled and was not device related. Blood transfusion was given. The 30-day mortality rate was 1.5% (n=3) and 90-day mortality was 3.5% (n=7). Death was due to respiratory failure ards, "arrythmia", aspiration pneumonia, and tracheoesophageal fistula and was not related to the orvil anvil and circular stapler. Pneumonia was also reported but it was not related to the device. Intensive care unit (ICU) stay and prolonged hospitalization were reported but no additional information was provided. The patient also needed stenting due to leakage in the staple line wherein a linear stapler was used.

Manufacturer narrative:
Additional information: h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown eea, unknown eea, (lot #unknown) unknown ligasur, unknown ligasure instrument, (lot #unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) unknown ligasur, unknown ligasure instrument, (lot #unknown). Article: totally minimally invasive laparoscopic robot-assisted ivor lewis esophagectomy: improved technique and outcomes over 200 cases author/s: justin a. Drake, andrew j. Sinnamon, samir saeed, rutika mehta, russell f. Palm, jobelle j. Baldonado, jacques p. Fontaine, jose m. Pimiento https://dx.doi.org/10.21037/jgo-23-923. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to describe the outcomes of a totally minimally invasive, laparoscopic, robot-assisted ivor lewis esophagectomy between 2014 and 2023. An endo gia using tan and purple reloads were used to create the gastric conduit and a grey reload was used to divide the azygous vein. An orvil anvil was placed in the esophagus and an 25mm stapler was placed in the stomach to perform an end-to-end anastomosis. The common channel was closed with an endo gia purple reload 2cm away from the anastomosis. There were 200 patients in the study and complications included bleeding, anastomotic leak, and anastomotic stenosis (stricture formation). Conversion to open was required for intraoperative bleeding in one patient. The 30-day mortality rate was 1.5% (n=3) and 90-day mortality was 3.5% (n=7). Intensive care unit (ICU) stay and prolonged hospitalization was reported but no additional information was provided. Pneumonia was also reported but not related to the device.